Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that "when she gets up in the morning she is lightheaded and short of breath." The device remains in use and no patient complications have been reported as a result of this event.